Manufacturer narrative:
The previous MDR was submitted by (former manufacturer) under manufacturer report reference# 3002808486-2019-00903. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial report, cook inc informs that all future submissions regarding this complaint will be handled under manufacturer report number of this initial medwatch report. Occupation: non-healthcare professional. (B)(4). Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated. Vena cava perforation. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration / perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. A total of 20 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Patient allegedly received an implant on (B)(6) 2012 via the common femoral vein for right lower extremity deep vein thrombosis. The patient alleges vena cava perforation. The plaintiff notes "upon information and belief as well as FDA guidance, the continued indwelling ivc filter poses significant and ongoing risk to client. Additionally, surgical removal of the ivc filter per FDA recommendations poses risks to the client. The existing foreign object indwelling in plaintiffs body which has been determined by the FDA to place the patient's health at risk, is in and of itself an injury to plaintiff. Per a CT (computed tomography) scan of the abdomen dated (B)(6) 2019, "ivc filter is in place with the apex of the filter just above the renal vein inflow. Filter appears to be structurally intact with no evidence of any fracture or embolization of any filter fragments on the images included here. There is penetration of the 4 main legs through the wall of the cava by about 4-5 mm on each of the 4 large legs. Patency of the vena cava cannot be definitively stab wished on this exam however the vena cava appears very small in caliber on the order of about 0.5 cm diameter below the filter. No significant tilt of the filter is identified off the long axis of the cava.¿